Event description:
Information received in a document preservation notice indicates that the patient underwent lumbar laminectomy with placement of surelok pedicle screws in (B)(6) 2013. In two (2) of the pedicle screws failed, breaking in place. Posterolateral fusion revision procedure was performed in (B)(6) 2013 to remove the broken screws.

Manufacturer narrative:
Implant and explant dates: the exact day of the implantation and explantation was not provided, only the month and year. The 1st was used as an approximation. Alleged fracture cannot be confirmed at this time, as no images have been provided nor has the product been made available for evaluation. Review of manufacturing history found (B)(4) pieces of this lot released for distribution in (B)(4) 2010 with no deviation or anomalies. A two-year complaint history review did not reveal any previous reports of fracture for this lot. Further review of all part numbers in the slpxxxx family of slok pedicle screws did not identify a trend for reports of fracture.